Event description:
During repair, the philips service tech found that the device was displaying error message 01000. There was no pt involvement.

Manufacturer narrative:
(B)(4). During repair, the philips service tech found that the device was displaying error message 01000. There was no pt involvement. The power pca was found to be defective. Replacing the power pca resolved the issue. The device passed testing and was returned to the customer.